Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) but the lens would not unfold. The surgeon attempted to unfurl the lens but the chamber shallowed. It was decided to remove the lens and the lens was torn. The surgeon inserted the backup lens and the lens would not unfold and the chamber shallowed. He was able to unfold the lens but noted the lens was upside down. See MFR. Report # 2023826-2016-00417. The lens was removed and a 3rd lens was implanted with no problem. There was no patient injury with the removal of the lens but post-op the patient had corneal edema, which is improving. The surgeon indicated the event was due to the patient's anatomy and was not product related.

Manufacturer narrative:
Method: device history record review. Result: a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Visual inspection of the returned product found the lens haptic torn, with a piece torn off and missing. The lens was returned in liquid. (B)(4).